Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that a patient sample was typed as rhd negative with erytype s abd+rev. A1, b when tested on tango optimo. When re-tested, the sample was typed as rhd positive. Testing of the sample was repeated, because the rh d reaction looked a little "funny", lighter than usual without any swirl pattern. The customer informed us that he plans to send in the supposedly defective product for investigational testing and also the patient sample that had caused false negative test results. Our quality control laboratory is still waiting for this material.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample was typed as rhd negative with erytype s abd+rev. A1, b when tested on tango optimo. When re-tested, the sample was typed as rhd positive. Testing of the sample was repeated, because the rh d reaction looked a little "funny", lighter than usual without any swirl pattern. The customer returned neither the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample with different red blood cells on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.